Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further clarified that the atrial lead had been bound to the competitor right ventricular (rv) lead during its removal, and therefore had to be removed. It was explicitly noted that there were no functional issues with the atrial lead prior to explant.

Manufacturer narrative:
Concomitant medical products: 4055 competitor lead, implanted: (B)(6) 2007; 439688 lead, implanted: (B)(6) 2014. Evaluation summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to metal ion oxidation while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead was explanted due to anatomy reasons. The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.